Event description:
Customer reportedly received the following results on the advantage system: 152 mg/dl and 50 mg/dl; 82 mg/dl and 43 mg/dl; 107 mg/dl and 62 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.